Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 215 mg/dl. The customer had already performed troubleshooting and there were no issues observed with the infusion set site or tubing. The customer alleged the pump was not delivering insulin. The customer declined tandem technical support's offer to troubleshoot.